Event description:
It was reported to tyco healthcare/kendall on 3/22/07 that there was allegedly a product problem with the silicon thoracic catheter. The customer alleges that the silicone thoracic catheter was inserted into the patient's chest during an operation. Following the surgery, the nurse milked the tube to prevent blood clots. After milking, the nurse found that the catheter was broken in the middle. The patient was sent back to the or and had the tube removed and had a new catheter inserted.

Manufacturer narrative:
Customer reports patient injury but no detail provided on extent of injury. A follow up request has been made for additional information. An investigation is underway. A follow up report will be submitted upon completion of the investigation.